Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the universal serial bus (usb) and reloaded the current software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a background fault diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Evaluation result device evaluation summary: the 980 ventilator was returned for failure investigation: the 980 ventilator was visually inspected where it was observed that no batteries or exhalation flow sensor (evq) were returned with the ventilator. No other anomalies were identified. The diagnostic logs were reviewed. The 980 ventilator was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.